Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis treatment using an unknown accessory line, an external blood leak was observed. It was further reported that accessory adaptor ¿cracked¿ while recirculating blood. There was no report of patient injury or medical intervention associated with this event.